Event description:
The manufacturer received information alleging patient was "uncomfortable" using the device and he did not wear it. The patient was then readmitted to the hospital for hypercapnia. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
On previously submitted report, section "(device) problem code grid (1)" in box h was incorrect. Section "(device) problem code grid (1)" in box h has been updated/corrected in this report.